Event description:
Edwards lifestent flexstar xl 7x100x130 lot 58301756 failed to deploy properly in a superficial femoral artery, requiring a fem-pop bypass to be done to salvage pt's limb. The sheath covering the stent, in my opinion, caught on the distal end of the stent and caused the stent to accordion into a 15 or 20mm space instead of deploying to the expected 100mm length. This bunched up stent material limited options for further therapy and led directly to performance of a fem-pop vein bypass for limb salvage.